Event description:
It was reported the customer received a blank display. Troubleshooting found the customer did not have any damage or moisture exposure to their insulin pump. Customer's blood glucose was 135 mg/dl. Customer also stated they were currently in the hospital on bedrest because they were pregnant. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).